Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, patient implanted with plate on (B)(6) 2013 and postoperative x-rays (four weeks after fixation), showed plate had bent. It was also reported, patient had bilateral fractures and was not walking on the leg with the implanted plate. No further information is available at this time. This is 1 of 1 for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.